Event description:
Additional information was received that indicated that the oversensing on the right ventricular (rv) channel did lead to pacing inhibition. The pacing inhibition did not result in greater than two seconds of asystole. A revision surgery was performed. The rv lead was surgically abandoned and this device was explanted and discarded. No insulation damage on the rv lead was observed during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) channel. The oversensing did not lead to pacing inhibition but did result in inappropriate anti-tachycardia pacing delivery. In addition, the rv pacing impedance was noted to be low and sometimes out of range below 200 ohms. Insulation damage on the rv lead was suspected. A revision procedure was scheduled to replace the rv lead. This ICD remains in service at this time. No adverse patient effects were reported.